Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. A review of all batch record documents was performed for potentially associated lot numbers 13f12h25 and 13d10h25 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with automated peritoneal dialysis (apd) therapy. The patient was hospitalized for five days for this event. The treatment for the peritonitis was not reported. The cause of the peritonitis was unknown. At the time of the report, the patient had recovered from the peritonitis and had been discharged from the hospital. No additional information is available. This is report 2 of 3 for this event.